Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly, dropping 20% battery life, within 5 hours. There was no reported impact to blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.